Event description:
It was reported the patient experienced an umbilical hernia, coincident with automated peritoneal dialysis therapy. The cause of the hernia was unknown. The patient was hospitalized the same day as onset of the event. The umbilical hernia occurred after the start of peritoneal dialysis therapy. On an unreported date, the patient had a surgical repair of the hernia. The patient was discharged fifteen days after admission. The patient was recovered from the event. It was reported peritoneal dialysis therapy was ongoing. No further information was available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore a device analysis could not be performed. A service history review was conducted and there were no deviations noted that could have caused or contributed to the reported event during the service of this device. Should additional relevant information become available, a supplemental report will be submitted.